Event description:
It was reported that, patient is experiencing little pain, not sure if it is from the hip. He works out alot so he isn't sure about the pain factor. He received a letter from dr. (B)(6) and he wants him to go for testing, MRI and blood test.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. Additional information has been requested and if received will be provided in a supplemental report.